Event description:
The customer contact reported loss of suction. It was reported that during endotracheal aspiration, it was reported that the tubing on the device collapsed resulting in loss of suction. Reportedly, the "pt nearly suffocated but experienced no harm due to quick intervention without any incidence reported." Info was requested from the customer contact regarding, how long the suction had been in use, the vacuum source for the suction, pt outcome, and the medical interventions provided; however, no additional info was received.

Manufacturer narrative:
At this time the customer will not be returning the device for investigation. If the device is received, a f/u report will be submitted. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80gcx and a 510k of k831939. The info on reprocessing of the device was requested; however, no response has been received. (B)(4).